Event description:
Drive medical has received a pt complaint on a transport chair/rollator product originally imported and distributed by drive medical. It was alleged that the pt was sitting in the seat when she reached down to redo her cuff, with both of her feet on the footrest. The entire chair allegedly tipped over causing the pt to fall forward. She went to the ER and allegedly found out that she had fractured her arm. It was alleged that she later received two elbow replacements. No product malfunction and/or defect is reported. This MDR report is based on the pt complaint.